Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated the cause of death is not yet known; they are waiting for the toxicology report. The caller stated that when the customer was found, it looked as if he had been trying to use his insulin pump. The caller did not know the customer's blood glucose at the time of death. Since the caller threw away the insulin pump after the customer's passing and gave away all of the other supplies, the customer's last recorded blood glucose could not be checked in the insulin pump or the blood glucose meter. The customer was wearing the insulin pump at the time of death. The caller was unsure about the customer's use of sensors and stated that she doesn't think the customer was wearing a sensor at the time of death. Since the caller threw away the insulin pump, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.